Manufacturer narrative:
The unit was received with a crack in the battery tube that starts at the corner of the belt clip rails. The unit was also received with a broken off piece from the reservoir tube lip, and a partially missing retainer ring. Unable to perform the displacement test since a test p-cap is unable to lock in place properly due to the partially missing retainer. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the reservoir ring was damaged. The customer stated that the reservoir did lock into place. Customer stated that the insulin pump had cosmetic damage. Customer stated that the reservoir and insulin pump did not show signs of damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.